Event description:
The power cord housing separated and exposed the circuit board and wiring inside when removed from the wall. Manufacturer response: hospira advised they have opened a formal incident report. We will consult with the legal department regarding permission to return the affected devices to the company for evaluation.